Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented for a value failure assessment, infection was observed on the system. Patient is an intravenous drug user. Device and leads were explanted and a new system was implanted. Physician does not think the infection is device related. Patient was stable post procedure.